Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The home patient (hp) stated that there was air in the patient line. The customer had contacted baxter's technical service center regarding a low drain volume alarm in the initial drain, patient connected. The last fill volume was 200 milliliters (ml) and the drain volume was displayed as -2 ml. The baxter technical service representative (tsr) assisted the hp to end therapy and advised the hp to start over with new supplies. The solution to this issue was provided over the phone, and no swap of the device was performed. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for air in line during a low drain volume alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was performed with no issues noted. The root cause was determined to be air in the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4)